Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading indicating possible lead break. The pt has not experienced any recent injury or trauma that may have damaged the ncp system and did not manipulate the device through the skin. Lead break is suspected. Revision surgery is planned. No serious injury was reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.